Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment with an infusion set after being used for one day. The site of insertion was abdomen. There was no stress or pull reported on the tubing. Activity leading up to the event was reported to be inserting in a new set. No further information available.